Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix was able to be extended/ retracted and extension/retraction turns within specification. Visual analysis found the outer insulation breached extrinsic, 2 tiny cuts and blood ingress on proximal conductor. The breach insulation is likely the caused of the complaint of high thresholds.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant surgery. The physician noted that the lead had placement difficulty, specifically that the helix required excessive rotations to extend. As well, the lead had high thresholds, no capture and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant surgery. The physician noted that the lead had placement difficulty, specifically that the helix required excessive rotations to extend. As well, the lead had high thresholds, no capture and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.